Event description:
Reportedly, there is a lack of progress with the device. The user was re-implanted on the (B)(6) 2020. This report refers to 9710014-2020-00762. For further information please refer to this report.